Manufacturer narrative:
12/17/1997: manufacturing site information corrected and provided.

Event description:
Pt was hospitalized with severe bleeding after pump refill with heparin by home health nurse. Pump was accessed and determined to have only 1/2 cc of heparin solution instead of 16-17 cc as normal fill volume. Pt was treated with protamine and responded with decreased clotting time. Pt remains under treatment at this time, and device remains implanted.